Manufacturer narrative:
This adverse event is being submitted shortly after the company completed an internal retrospective review process of historic records.

Event description:
During a brain surgery with the renaissance system on (B)(6) 2014 at (B)(6), there was a movement of the upper part of the renaissance rbt device (i.e., (B)(4) carousel). The case was planned as a deep brain stimulation procedure with bilateral trajectories (left and right sub thalamic nucleus) for motion disorders / parkinson's disease. The product was mounted to the patient in accordance with the renaissance surgical technique. Three cannulas and electrodes (third party manufacturer) were inserted into the patient's brain. While the product was mounted to the patient and in a locked position, there was a movement - a rotational shift in the rbt carousel. The carousel is a rotational platform. It has 18 discrete stations, and there is a pin pressed by a spring that locks the platform in station. The issue was malfunctioning of the mechanism that locks the carousel in a specific station.